Event description:
Report received from abbott international affiliate (abbott south africa) of an overdelivery of morphine and inapsin. The pump was programmed to deliver morphine at a continuous rate of 2 mg/hr, with an unspecified bolus dose, a 10-minute pt lockout and a 30mg 4-hour limit. It was reported that the nurse discovered the pt with apnea. The pt was prepared for intubation, but was given an unspecified dosage of narcan. The pt responded well to the narcan and intubation was not necessary. The affiliate, abbott smith africa, was queried for further info; however, no further info was provided.